Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving hydromorphone, clonidine, and bupivacaine via an implantable pump for intractable spasticity and other. The pump was currently administering the following medications: hydromorphone with concentration 30 mg/ml at a dose rate of 12.001 mg/day, clonidine with concentration 630 mcg/ml at a dose rate of 252 mcg/day, and bupivacaine with concentration 40 mg/ml at a dose rate of 16 mg/day. It was reported that the patient had pain in their left leg that was further described as having been severe recently. The event occurred a month ago. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). An inflammatory mass (im) was suspected. They were changing out the drug and putting saline in the pump. Regarding the time of the drug clearing the pump, catheter, and internal tubing, 28 hours and 8 minutes was calculated / being considered. No further patient complications have been reported as a result of this event.